Event description:
Pump would prime, but unit would not go into run mode. Unit would just stay in prime mode. At end of prime mode, it would alarm empty. Follow up reveals: biomed testing confirmed problem. Defective unit, probably in pc board.